Event description:
Boston scientific crm received information that one month post implant, this atrial lead displayed increased threshold measurements and loss of capture. Lead dislodgement was suspected. A revision procedure was performed, attempts to reposition the lead were unsuccessful. The lead was removed and replaced. No loss of therapy occurred. There was no allegation against this lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was removed, replaced and discarded. No return of product is intended. Should additional information become available, this event will be updated.